Manufacturer narrative:
(B) (4).

Event description:
It was reported that the catheter tip had dislodged a few weeks after implant; it was not reported how this was confirmed. No patient symptoms were reported. Treatment options were being considered as well as monitoring the patient for potential withdrawal. At the time of the call, the patient's condition was reported to be stable. The pump was used to deliver intrathecal baclofen. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.